Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a pancreatic stenting procedure. According to the complainant, the device handle broke during attempts to deploy the stent. The stent did not deploy. The procedure was completed the following day with another wallflex enteral colonic stent. There were no pt complications reported as a result of this event. The pt's condition was noted to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.